Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms noted. The pump also had a cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. It was also reported that reservoir window was cracked. Insulin pump would need to be replaced.